Event description:
It was reported that the pacemaker exhibited atrial channel oversensing of ventricular signals which resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed and found there was a large deflection on the atrial channel due to intrinsic activity. Ts and the clinician suspected the position of this right ventricular (rv) lead was contributing to the intrinsic activity. The clinician noted that the redundancy on this rv lead was a loop rather than a hump. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).